Event description:
It was reported that there was an error during flow reading. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for repair. A supplemental medwatch will be submitted when additional info becomes available.

Manufacturer narrative:
The manufacturer received the device in question for evaluation. During the initial evaluation the reported failure could be confirmed and it was decided that the rotaflow drive (rfd) needs to be sent to a supplier for further investigation and repair. During the suppliers investigation it was confirmed that the system-resident offset value of the rfd was too high. According to the IFU (instructions for use): "only calibrate when the tube is clamped upstream and downstream of the flow sensor. Wait until the rotaflow centrifugal pump has stopped and check before every use: make sure that the flow sensor is calibrated." If the zero calibration is performed while there is a remaining flow within the system, (e.g. Clamps not in place or flow has not come to a complete standstill) an offset value to the actual state of a zero flow is set. If this action will be repeated several times, these offset values will add up. In case a certain limit of this offset value is exceeded, the user will no longer be able to perform a zero calibration or to reset this offset value. In addition, since the zero calibration has to be performed before every use of the device and this calibration would no longer be possible, this failure would always be recognized before the use on a patient. Based on the available information to the manufacturer at this time the reported failure could be confirmed. The cause for the reported inability to perform the zero calibration was determined to be due to repeatedly performed handling errors which lead to a stack-up of values, raising the overall offset value above the acceptable limit. The system-resident offset value of the rfd was reset. The system was calibrated and successfully tested to specifications.

Event description:
(B)(4).